Event description:
It was reported that the patient experienced a jolting sensation ¿going through the ribs¿ since last night after implant. It was stated that the manufacturer representative spoke with the patient after implant and the patient reported that the device was working great. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was later reported that the patient fell and lost stimulation in back and legs. The patient also felt only burning at the pocket and midline when the stimulation was on. Impedances were normal but it was felt that the leads were pulled at pocket or block. The leads were also pulled down. It was noted that the ins was on continuous, dual stim mode. Both of the leads were replaced. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device analysis for ins (B)(4) revealed no anomaly found. Device analysis for lead va0lh2m032 revealed the braid wire was broken and exposed 19.5 to 20.2 cm from the distal end. The outer insulation is pinched and worn.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device analysis for lead va07tly001 revealed no significant anomaly. The lead body outer insulation was cut. Device analysis for lead va07jj5004 revealed the lead body conductors were broken at the anchor site. Further clarified that #1 and #5 conductors were broken 28.9cm from the distal end.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), product type: lead. Product ID neu_siliconeanchor, product type: accessory. Product ID neu_siliconeanchor, product type: accessory. Product ID 977a260, serial# (B)(4), product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported four months later that the implantable neurostimulator (ins) and "wires" were explanted on (B)(6) 2014. Additional information has been requested to find out more information regarding the explant of the devices. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.